Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a procedure to cut the papilla on (B)(6), 2011. According to the complainant, during the procedure, the sphincterotome was connected to the icc200 generator. The user attempted to cut the papilla but the device failed to conduct electrical current. No visible issues were noted to the device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a procedure to cut the papilla on (B)(6), 2011.according to the complainant, during the procedure, the sphincterotome was connected to the icc200 generator. The user attempted to cut the papilla but the device failed to conduct electrical current. No visible issues were noted to the device.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. The exposed cutting wire was intact but slightly discolored from use. The length of the exposed cutting wire was measured and found to be within specification. A functional evaluation found that the device met the minimum bowing specification. A second functional evaluation found that the continuity between the 2-in-1 connector and all sections of the exposed cutting wire was able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and all sections of the cutting wire was measured and found to be within specification. The investigation concluded that the device functioned as intended and the complaint was unable to be confirmed. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch number.

Manufacturer narrative:
(B)(4).the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.